Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a cadd administration set tubing normally has a solid white, normal saline line, and a solid red pca line, however the tubing line was not one solid piece causing the IV runner fluid to leak into the bed. Per reporter a new normal saline line and hydromorphone pca bag were started.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Four pictures were sent for evaluation. Pictures one and two show the check valve, one-way, female luer disconnected into two parts; the female luer is connected into a tube and the red part is inside its housing. Picture three shows the administration set where the check valve is visible to be separated into two parts. Picture four shows the administration set inside its original pouch; the check valve is visible to be complete. The complaint is confirmed. Functional testing could not be performed as no product was returned for analysis. Root cause cannot be determined from the pictures submitted. No actions taken.